Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle is not retracting when activated. Injuries or adverse event: no. Customer response on apr 14, 2025. When was this defect observed? During or before use on patient? Unknown. Was informed by leadership that there was a problem with the item. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. I have not been informed of any injuries taking place.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Your report that the needle was not retracting could not be confirmed from the 3 representative 20g insyte autoguard devices that were received in sealed packaging. A functional test revealed that each needle fully retracted when the safety mechanism was activated and the retraction time was within specification. No damage or defects associated with the manufacturing process were observed on the samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.